Event description:
A surgeon reported a patient whose intraocular lenses (iols) have dislocated approximately eight years following bilateral intraocular lens (iol) implant surgeries. The lenses were implanted by another surgeon. The reporting surgeon stated he plans on exchanging both lenses. Additional information was received from the surgeon who reported the lens for the left eye has been explanted. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested on 12/01/2012 and 12/04/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).